Manufacturer narrative:
E1 initial reporter phone: (B)(6). The product investigation was completed. Device evaluation details: the smart touch unidirectional sf device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed a hole and reddish material in the pebax. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. The blood found inside the pebax area may contribute to the force issue. A manufacturing record evaluation was performed for the finished device 31137853l number, and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax.. During the procedure, error 106 occurred (force sensor error). It occurred after catheter plugged into carto and before first ablation as tip threaded through distal end of sheath (distal exit). A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used inside the patient.